Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon was inflated properly using the steriflate device and the balloon ruptured during dilation. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.